Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance with the guiding catheter and poor refold were confirmed. The reported partial and slow deflation was not confirmed; however deflation times were on the high side of the specification. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported deflation difficulties and poor refold cannot be determined and the reported resistance during removal from the guiding catheter appears to be due to operation context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the nc trek rx instructions for use warns: balloon pressure should not exceed the rated burst pressure (rbp).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue, guide catheter: 6f heartrail, stent: 3.5 x 38 mm xience alpine. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, concentric lesion in the proximal left main (lm) to left anterior descending artery (lad). Pre-dilatation was performed and a 3.5 x 38 mm xience alpine stent was implanted. The 4.5 x 12 mm nc trek balloon dilatation catheter (bdc) was prepped outside the anatomy prior to use, and used to dilate the proximal end of the deployed stent located in the lm. The nc trek balloon was inflated to 18 atmospheres (atms) during the first inflation and deflated successfully. The bdc was withdrawn into the guiding catheter; however, resistance was felt between the balloon and inner diameter of the guiding catheter, perhaps due to re-wrapping of the balloon. The bdc was advanced for a second time and inflated to 20 atms, but difficulty deflating the balloon was experienced. Deflation was slow and the balloon did not completely deflate. The bdc was withdrawn into the guiding catheter with resistance due to some contrast media remaining inside the balloon. The bdc was removed from the guiding catheter and no further attempts for post-dilatation was made. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.